Event description:
This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: review of x-rays reveals multiple images from 3 separate time points. Preoperative x-rays; 4 separate anterior posterior (ap) images including the hip, proximal femur and distal femur status post patient (B)(6) 2010. Postoperative or intraoperative x-rays dated (B)(6) 2010; 4 separate images that show a plate and 7 screws, intact, as well as 2 lag screws, intact, in the immediate vicinity of the fracture location. There does not appear to be a screw passing through the plate and the fracture segment between the proximal and distal portion of the plate construct. Postoperative x-rays dated (B)(6) 2010; 4 separate images showing a change in the position of the construct in relation to the bone and index x-rays from the (B)(6). The plate and screw construct appears to be intact and it is not apparent that there has been any migration of the screws in relation to the position of the plate. In addition, the 2 lag screws are also noted as intact and in bone. However, the plate is noted as bent between the proximal and distal portions of the femur over the fracture location where the lag screws are located. Based on the available information in the complaint file and the review of the available x-rays no additions or changes are required to the complaint file. Per the x-ray images it is confirmed that the plate bent sometime during the postoperative recovery period between the (B)(6) 2010.

Event description:
A device report from (B)(4) indicates a hosp in (B)(6) reported pt experienced a fall was implanted with dcs plate and screws on (B)(6) 2010. It was discovered on an unk date, the plate was bent. It is not known if medical/surgical intervention was performed on the plate.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.